Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken/frayed cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there was no damage reported to the conductor wire. The physical damages observed was a broken wire. There was no material missing or detached pieces from the device that enters the patient¿s body. There was no allegation of an unclamping failure while the instrument was gripping tissue. There were no issues related to non-intuitive or uncontrolled motion. The device is available for isi to evaluate.